Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, cold pixels occurred. It was noted that when heating blue pixels show up on the screen. The laser energy was noted to be reading 27 degrees c when the data around it was reading 50 degrees c. It was also noted that when post-operative scans are taken, the area that had the cold pixels is often treated. There were no patient complications reported in relation to this event.